Manufacturer narrative:
No device associated with the reported event was returned for examination. The provided photograph confirms the fracture initiation along the slot that connects with the universal handle. Previous reports found the root cause to be attributed to misuse by malalignment. A root cause cannot be determined without the device to examine. Based on the inability to verify a root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting the tibial base plate - the impacting instrument broke and was unusable. Pictures supplied. Substitute instrument used. No delay or adverse event.